Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was evaluated on-site by a field service technician. This is an ancillary service event. The cause of alarm f-38 was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.